Event description:
Event: unresolved type I superior endoleak. Event narrative: the patient was reported to have an ectatic common iliac on the left side. During the procedure, a 20mmx37mm competitor cuff was placed in the left iliac and a 16mmx85mm competitor cuff in the superior attachment system. A final angiogram demonstrated a type I endoleak at the superior attachment system. The patient will be monitored by the physician.